Manufacturer narrative:
(B)(4). This lot was manufactured august 22, 2014 to august 23, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic inspection it was noted that the yellow coil cap was detached from its housing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor's coil cap fell off of the device's housing. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.